Manufacturer narrative:
Product analysis a visual inspection showed that the distal end of the torque shaft detached from the collar medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a targeted excision surgery for a lesion in the mid superficial femoral artery, which was characterized by severe calcification, calcified plaque, and 70% stenosis, the blade  turbo hawk atk device could not be pushed into the collection chamber after the first pass through the lesion. The thumb switch could not be turned off. During the cutting process, it was found that the blade could not be returned to the collection bin. After that, the power was turned off and the entire device was subsequently withdrawn from the body, safely removed. The tool is deformed and no part of the tool was found missing. The collection bin and conduit are not completely disconnected. Balloon dilation was then performed on the lesion, and the surgery was successfully completed. The vessel was both pre-dilated and post-dilated. The patient had a history of smoking. No symptoms, complications, adverse events, infections, deaths, or anatomical abnormalities were reported. No patient complications have been reported as a result of this event. When the device was evaluated it was noted that the tip was detached.